Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample was provided for evaluation. Therefore, the reported problem could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore previous investigations of similar complaints have been reviewed. The event may have been associated with insufficient flushing of the device. Furthermore, the use of a damaged or incorrect guide wire may have also led to the reported failure. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used", "flush the inner lumen of the stent system with heparinized normal saline prior to use." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." Sample discarded by user facility.

Event description:
It was reported that the delivery system was advanced and half way it got stuck. The system was replaced for another device of the same brand which also failed in the same way. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00061.